Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited increasing pacing impedances, up from 1400 ohms to in the 2000 ohm range currently. It was also reported that the pacing thresholds had increased. A boston scientific technical services consultant discussed a potential lead issue. The boston scientific representative planned to discuss the issue with the physician.